Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that there were capsular folds post-operatively leading to visual disturbances for the patient. The patient underwent an additional surgery whereby an nd: yag capsulotomy was performed approximately three months post iol implantation. A high radial force is exerted on the capsular bag during iol implantation which can cause and/or contribute to posterior capsule folds/creasing. The device is not available for return. The iol remains implanted. Additional information has been requested from the healthcare facility to facilitate further investigation of the event. There is insufficient evidence and information available to determine the cause of the event.

Event description:
On 17th february 2025, rayner received notification from a UK healthcare facility of an event that occurred during use of a rayone iol (model unspecified). The event description provided states that capsular folds were observed in the post-operative period necessitating additional surgery to yag the eye.